Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intra-peritoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:28:56. During night drain cycle eighteen, the patient's ultrafiltration reading was 1829ml, indicating the home patient (hp) drained 1079ml more than their maximum programmed fill volume of 1500ml. No additional information is available.